Event description:
Following a diagnostic procedure, an angio-seal device was placed through the anterior common femoral artery. The device was deployed without difficulty; however, complete hemostasis was not achieved, and bleeding was noted around the tamper tube. Manual pressure was held for a duration of 20 minutes, and hemostasis was achieved. The patient was ambulated 2-3 hours later, at which time she experienced claudication. On physical exam, the patient's foot was cool to the touch. An ultrasound was performed, which showed obstructed flow in the iliac artery. The patient was taken to surgery where the anchor and collagen (plus thrombus) were found in the iliac artery. She recovered without incident, and was discharged home on 06/12/1997, increasing her hospital stay by one day.